Event description:
The customer reported via phone call that she experienced a low blood glucose level of 50 mg/dl and was also hospitalized on (B)(6) 2015 for her high blood glucose. Her blood glucose level was out of control and she was hallucinating. The customer's high blood glucose level was not reported. The customer was unsure if she was wearing her insulin pump during the MRI, CT scan, spinal tap, and x-ray. She was wearing her insulin pump at the time of hospitalization. Her meter was not reading properly. The insulin pump was suspended. Before she was on the insulin pump, the paramedics were called because of her low blood glucose level of 9 mg/dl. The reservoir was showing more insulin than what was shown on the status screen. The displacement test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.